Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
EU complainant reported the patient was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, the patient¿s left leg had signs of mal perfusion. There was no indication that intervention was required. The patient ultimately expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome